Event description:
During an emergency right hemi colectomy procedure, the stapler did not fire completely, only about 2/3 of the staple line was complete. Another like device was used to complete. Another like device was used to complete the case. There was no patient consequence.